Event description:
Chart reviewed: procedural note states surgeon #1: "during the laparoscopic dissection, we received an error alarm from the sonicbeat device. This was immediately removed from the patient's abdomen and inspected. During the cleaning of the instrument jaw, it was noted that a small metallic section of the sonicbeat jaws had fractured and was located on a sterile gauze outside of the patient's body. There was no visible retained object in the pelvis and the instrument malfunction occurred outside the patient's body. However, x-ray was performed at the end of the procedure and was negative for retained foreign objects. A harmonic scalpel was then used after this to complete the procedure. Procedural note surgeon # 2: complications: "malfunction of sonicbeat energy device resulting in melting of the teflon pad and a portion of right jaw breaking off located outside of the patient."